Manufacturer narrative:
H3: one device was received for evaluation. The service history identified no previous repairs in the last 12 months. Visual and functional tests were performed. The upstream occlusion (uso) seal was delaminating. The uso seal was replaced. A dso/uso sensor calibration was performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for pendant connector broken, during physical inspection it was found that the upstream occlusion (uso) seal was delaminating. There was no patient involvement.